Event description:
The unit allegedly overheated when it was turned on. No injury is alleged.

Manufacturer narrative:
(B)(4) - dealer alleges the product was over heating when turned on, and the dealer replaced the unit for the consumer. Product was returned for regulatory affairs inspection. Visual inspection: the aerosol compressor had metal fragments under the compressor. The functional testing showed no discrepancies. Device allegedly overheated when turned on. Unit is over two years old and history has also shown that events with this device have been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR filed solely on complaint that device overheated when turned on. Malfunction not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The unit allegedly overheated when it was turned on. No injury is alleged.

Manufacturer narrative:
Device allegedly overheated when turned on. Unit is over two years old and history has also shown that events with this device have been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR files solely on complaint that device overheated when turned on. Malfunction not confirmed. Manufacturer is attempting to obtain product for inspection.